Event description:
According to the reporter: the endo stitch device was not properly holding the needle in its jaws. There was no patient injury. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).